Event description:
The customer reported "took 3 times to boot up this morning. Monitor fully functional, x-ray disabled error." The customer described an intermittent no boot situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software nodes were reloaded. The system was then found to be operating as intended.